Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a speaker malf. Inop was displayed. It is unknown if there was still sound coming from the device.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. During the course of the evaluation it turned out that the reported issue was not related to the monitor, but to the measurement server instead. However, the defective intellivue multi-measurement module x3 could not be found by the customer. The customer has refused further support; therefore the cause cannot be determined at this time. It is unknown how this issue was resolved. The customer has refused further support; therefore the cause cannot be determine at this time. No further investigation or action is warranted at this time. H3 other text: the device could not be located by the customer.

Event description:
It was reported that a speaker malf. Inop was displayed. The device was in use on a patient. There was no report of patient or user harm.